Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2026. The patient was later discharged.

Manufacturer narrative:
Further information was requested but not received.